Manufacturer narrative:
H6: investigation summary: customer reported blood under the sensor. One photo was received with sensor adhesion defect. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed based on photos received.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: "aerobic vial with blood/broth under the sensor material creating measurement failure in bactec fx."

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following fields were corrected with additional information: "aerobic vial with blood/broth under the sensor material creating measurement failure in bactec fx."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.